Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The catheter was revised and a hole was discovered in the catheter. It was also reported that in (B)(6) 2018, the patient fell on ice.

Manufacturer narrative:
Internal complaint number: (B)(4). Evaluation of the device determined that the catheter was damaged. The cause of the damage is unknown; however most likely due to the patient falling.